Event description:
Used clear care contact lens solution with hydraglide for contact lens care. I have been using the product as directed. On the morning of (B)(6), I put in my acuvue oasys contacts after leaving them in the case with clearcare for about 30 hours. My vision was fine at first, but then I noticed it being hazy. I took my contacts out and my eyes were still hazy. I saw halos around lights and my vision was impaired. It remained impaired for about 80 minutes following removal. I believe, due to case reports I have seen, that this is a post-marketing side effect of the clearcare, particularly the one marketed with hydraglide. Used clear care contact lens solution with hydraglide for contact lens care. I have been using the product as directed. On the morning of (B)(6), I put in my acuvue oasys contacts after leaving them in the case with clearcare for about 30 hours. My vision was fine at first, but then I noticed it being hazy. I took my contacts out and my eyes were still lazy. I saw halos around lights and my vision was impaired. It remains impaired for about 80 minutes following removal. I believe, due to case reports I have seen, that this is a post-marketing side effect of the clearcare, particularly the one marketed with hydraglide.